Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was off when inserting new battery. No harm requiring medical intervention was reported. The insulin pump had failed battery test alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device received error 38 alarm during rewind due to damage motor slice. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify failed battery test alarm due to error 38 alarm. No cosmetic damage noted. Device p-cap or test reservoir locks in place properly and no anomaly noted.